Event description:
Customer's spouse called to report his wife's death. The customer had lost her serter. Customer started using manual injections for two days. On the second day the blood glucose began to drop from 200 mg/dl, she began to have an epileptic seizure, at that time the blood glucose was 71 mg/dl. The paramedics were called and they tried to start an IV, but the customer had stopped breathing. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.